Event description:
It was reported that during an ablation treatment procedure, the catheter stopped irrigating. The target lesion was located in the left atrium. This intellamap orion catheter was selected and irrigated at 1ml/min, prior to the procedure the catheter was irrigating. A pressure pump was being used to irrigate the catheter without an issue. During the procedure, the irrigation pump stopped irrigating at the programmed rate, 1ml/min. The nurse changed to a pressure bag. However, it was not until the end of the case that the nurse and the physician reported that the catheter was not irrigated for over an hour. After the case it was noted that the cable from the catheter handle was heavily twisted, they checked the irrigation in this state and no irrigation was occurring, after untwisting the cable, the catheter was irrigating. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device had two severe kinks at the pigtail wire at 77mm and 107mm from the handle (pinch points). No other failures or anomalies were found. A flushing flow rate test was completed and the device met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an ablation treatment procedure, the catheter stopped irrigating. The target lesion was located in the left atrium. This intellamap orion catheter was selected and irrigated at 1ml/min, prior to the procedure the catheter was irrigating. A pressure pump was being used to irrigate the catheter without an issue. During the procedure the irrigation pump stopped irrigating at the programmed rate, 1ml/min. The nurse changed to a pressure bag. However, it was not until the end of the case that the nurse and the physician reported that the catheter was not irrigated for over an hour. After the case it was noted that the cable from the catheter handle was heavily twisted, they checked the irrigation in this state and no irrigation was occurring, after untwisting the cable the catheter was irrigating. No patient complications were reported and the patient's status is stable.